Event description:
It was reported that during a routine examination, diagnostic imaging revealed externalized conductors on the lead. No measurement anomalies were observed. There are currently no plans to replace the lead. Lead remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.